Event description:
Pt had a total knee implanted one year ago. Pt has experienced pain in knee, increase in blood pressure, chest pain and ambulation difficulties since implant. Pt has been to numerous specialists with no resolve. Pt may have to go back for surgery. Pt is emotionally upset and tired of being in pain.